Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Analysis was performed by philips remote service engineer (rse) who interviewed the customer and assisted with troubleshooting the unit. The customer informed the rse when using an electric cautery, the display will be strange, but it will improve the moment one stops using the electric cautery. The unit can be used; however, it seems that the phenomenon occurs intermittently. A philips authorized service provider (asp) had been scheduled for an onsite; however, it was cancelled as the customer resolved the issue. The customer discovered there was a faulty non-philips spo2 sensor to be the root cause of the issue affecting multiple machines wherever it was connected. The non-philips spo2 sensor device was disposed of ; therefore, it could not be obtained for further examination. The device's lot number was not recorded. The customer resolved the issue by replacing the faulty spo2 sensor. Based on the information available in the case, the cause of the reported problem was confirmed to be the faulty spo2 sensor. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported the spo2 readings were sometimes not displayed or were incorrect when using the device. The device was in use on a patient at the time of the event, there was no adverse event reported.